Event description:
It was reported to philips that system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found that system was not booting up and main circuit breaker was tripped along with the shunt trip and the ups circuit breaker. Upon troubleshooting fse found that, no video on monitors and both tsm's say initializing, problem with host pc; checked leds on back of host pc and found there was no connectivity leds lit. Also, fse noticed hard drive lights were not flashing on host pc. To resolve the issue, fse rebooted system 5 times with no issues. After reboot, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.